Event description:
It was reported that the patient complained of pain. Telemetry indicated that a motor stall had occurred. The physician replaced the patient's pump. The patient's status post surgery, required further follow-up. The medications being delivered via the device system were bupivicaine, morphine and ziconotide (prialt).

Manufacturer narrative:
.